Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire caused a dissection. The guidewire was unable to advance due to the dissection and patient's anatomy/tortuosity. The physician converted the procedure to a carotid endarterectomy (cea) as a result of the event. There were no further complications reported.